Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose was 8.2 mmol/l. Customer reports they received a critical pump error image on the pump screen. Customer reported that pump screen had big red cross big arrow pointing to the right and a little book with a question mark on it. Advise the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies.